Event description:
The reporter indicated that on 2/18/97, the device was explanted. The problem presented was that the device couldn't be interrogated. The device will not communicate, but it does stimulate.